Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The log file captured low power and other associated alarm types on (B)(6)2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu alternating current (ac) power cord coming loose at the ac wall outlet or house power disruption. There was no interruption in pump support during these events. The event file also captured driveline (dl) communication (comm) b faults on 13feb25. The modular cable was exchanged, and new log files were sent. The event file post modular cable exchange captured an additional 7 minutes of data that showed that the dl comm faults did not return.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline comm fault alarm was confirmed via log file analysis. Data on 25jan2025 to 13feb2025 was reviewed. The controller event log file captured driveline comm fault alarm event that became active on 13feb2025 at 1:06:14 and remained until the alarm was silenced at 12:03:16. A driveline disconnect alarm event on 13feb2025 at 13:17:40.. The driveline was connected at 13:17:46 and then the pump speed value was captured at 4,800 rpm approximately four seconds later. The driveline disconnect event appears related to the reported equipment exchange. Driveline comm fault alarm was not captured thereafter. Additional information reported the exchanged modular cable (lot # 6747189) will not be returned. A root cause of the driveline comm fault alarm could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.